Event description:
It was reported that the patient experienced problems recharging and could only achieve two coupling bars. Additional information received reported that the patient's implantable neurostimulator flipped (or was implanted upside down). The patient underwent repositioning surgery and the device was anchored down. The patient is now able to recharge their device.